Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected after experiencing a fall on his left side 2 months ago. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Further mechanical damage to the coil pin that is typical for severe external impact to the implant site was found. This is a final report.

Event description:
The recipient's hearing performance with the device is affected after experiencing a fall. The recipient has been re-implanted with a new device.

Event description:
The recipient's hearing performance with the device is affected after experiencing a fall on his left side 2 months ago. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to the reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected after experiencing a fall. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to the reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.